Manufacturer narrative:
(B)(4). Subsequent to the initial report, information was received. The xience alpine stent was implanted in the mid left anterior descending (lad) artery in august 2018. Additional information was provided, indicating that in (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of an unspecified stent in the first obtuse marginal (om1) artery, a non-target vessel. On (B)(6) 2018, the patient was re-hospitalized with angina, determined to be myocardial infarction. Coronary angiography noted that the unspecified stent in the om1, a non-target vessel/non-target lesion, was 100% occluded. Balloon angioplasty was performed to treat the occlusion. No additional stents were implanted. The study physician has deemed the patient angina, myocardial infarction, occlusion of an unspecified stent and additional intervention, as un-related to the study device or study procedure. Although the adverse events are not related to the implanted xience alpine stent or the stenting procedure, this event has been reported; therefore, it will remain reportable. No investigation required.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: in (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of an unspecified stent in the first obtuse marginal (om1) artery. On (B)(6) 2018, coronary angiography noted that the unspecified stent in the om1, was 100% occluded. Balloon angioplasty was performed to treat the occlusion. No additional stents were implanted. The study physician has deemed the angina, myocardial infarction, occlusion of an unspecified stent and additional intervention, as unrelated to the implanted xience alpine stent. Although the adverse events are not related to the implanted xience alpine stent or the stenting procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 33 mm xience alpine stent in the mid left anterior descending coronary artery. On (B)(6) 2018, the patient was re-hospitalized with myocardial infarction. Per patient report, two additional stents were implanted, and medications were changed. The patient remains compliant with medications. The event resolved on (B)(6) 2018. No additional information was provided.